Event description:
While attempting to back out a cslp screw the tip of the conical extraction screw broke off inside the head of the screw. The surgeon was unable to retrieve the tip of the screw. The surgeon did not feel it was necessary to remove the cslp screw as the final x-ray looked satisfactory. The surgeon did not believe there was any negative impact to the pt. The surgeon completed the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.